Event description:
Following removal of previously placed mesh and re-repair of a ventral hernia using surgimesh xb e-2226 during a robotic laparoscopic, the patient was diagnosed with pneumoperitoneum on (B)(6) 2015. At re-exploration the patient was found to have a transverse colon enterotomy which was repaired and treated with cipro/flagyl and a wound vac. On pod 3 the patient was taken back to the operating room for an I and d with intermediate closure performed. On pod 8 the patients wound vac was taken down and the abdominal wound packed with aquacel and covered with gauze. On pod 9 the patient was transferred to the sar where her vital signs were stable. Wound treatment continues with the xb e-2226 in place. Sterility of the xb e-2226 was confirmed with the manufacturers sterilization records.